Event description:
Caller states the patient tested >8.0 inr on the coaguchek s system and 5.02 inr on a comparison lab. No action taken on device result. No adverse event reported. Requested return of suspect system, and replacement was sent.